Manufacturer narrative:
Product complaint #(B)(4). Please disregard this mrn as upon further review, the event was reported in error. This event involving the cracked handle does not rise to the threshold of a reportable malfunction.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was found that during routine inspection in field sales office it was observed that the t-handle had a crack in the plastic handle. It was still in one piece, just cracked. The offset cup impactors had issues with tips where they would not come off the handle or would not stay on the handle. No patient involvement, no surgeon involved. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown,